Event description:
It was reported that the atrial lead exhibited increased thresholds and noise, and the right ventricular (rv) lead exhibited decreased impedances, increased thresholds, and noise. The leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism. The outer insulation was breached cut and exhibited a cosmetic depression and cosmetic environmental stress cracking. The helix/lobe was distorted/bent, and the lead exhibited apparent explant damage. (B)(4). The full lead was returned and analyzed. No anomalies were found. The inner insulation was torn, and the outer insulation exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism, and the lead was stretched and exhibited apparent explant damage.